Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient with this right ventricular lead underwent a revision procedure. At this time, the reason for the revision procedure is unknown. Additional information has been requested; however, no further information is currently available. Our records indicate that this lead remains implanted at this time. If additional information is received, this report will be updated.